Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k301 was conducted. There was one non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k301 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied photographs verified dried blood on the drive tube clamp. The drive tube is not visible in the provided photographs. A material trace of the drive tube used to manufacture kit lot k301 showed no non-conformances. A device history record review found one non-conformance. The non-conformance was associated with kit lot k301 which involved a leak identified at the drive tube and tri-connector joint during lot release testing. It cannot be determined if this non-conformance is related to the complaint as the cause of the leak could not be identified based on the available information. Additional testing was performed on 32 kits from lot k301 and no leaks were identified during integrity testing. This kit lot had passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 26-oct-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1500ml of whole blood was processed. A small amount of blood was noticed in the centrifuge chamber and on the drive tube following the completion of the procedure. The patient was disconnected at the time the leak was observed. The customer reported the patient was in stable condition. The customer returned photographs for investigation.